Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a lost sensor and change sensor alert with their sensor. Customer stated the sensor only lasted two days. The customer reported the cannula was missing when the sensor was removed from their body. The customer stated they did not feel a cannula insert into their body. The customer's blood glucose was unknown. The customer will be returning the sensor for analysis.